Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.